Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since implant they have been having issues with their controller. Caller stated that every time they change from group a to group b, the stimulation shuts off completely and when it turns back on it sends them a jolt. Caller added that the stimulation does not distribute to the left side of their body, and it stays on the right side. Caller noted that they still go to sleep with pain on their left side because they don't have any electrical stimulation on the left. Caller stated when their manufacturing representative (rep) gave them this controller after the implant was put in, rep said that the controller had a glitch and they would need to call patient services for a replacement. Caller stated they need a new controller because this one is not working right. Agent reviewed device functions. Agent walked caller through turning the controller on. Caller confirmed stimulation was on. Caller was in group b. Caller went to switch groups and said if they tap on the circle next to a and don't even press ok, the stimulation shuts off. Caller stated they felt the stimulation shut off when they tapped a. Caller stated if they press ok, the stimulation will turn on and jolt them because it's so high. Agent reviewed with caller that the controller is not related to the stimulation settings. Caller insisted that carolina said the controller needed to be replaced. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent advised caller to follow up with their rep for in person troubleshooting if the issue is not resolved with the replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.